Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering also receive motor error alarm. The customer blood glucose level was 337 mg/dl at the time of incident and the current blood glucose level was 288 mg/dl. Customers other blood glucose value was 306 mg/dl. Customer stated that insulin pump had no delivery alarm. Customer stated that drive support cap was normal. The device will not be returned for analysis.